Event description:
There was poor balloon augmentation. It was not possible to advance the balloon to reposition. The iab was left in place because of anticoagulation. A second iab was inserted in another site. This balloon functioned properly. The iab was not returned to datascope for evaluation. The iab was discharged by the facility. Event complication: none from the event - rptd 5/16/97. Pt's current status: unk - rptd 5/16/97.